Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced blank display, failed battery test, battery out limit, low battery alert and weak battery. Customer's blood glucose value was 120 mg/dl. Customer stated low battery alarm still occurred after battery cap was sent out. Customer reported several batteries out limit alarms in the alarm history. Customer stated display returned after new aaa alkaline battery insert. The insulin pump will be returned for analysis.